Event description:
It is reported that a customer was in a comma for 45 days at a hospital. The customer states that his insulin pump no longer works. The customer's blood glucose level was not recorded. The customer was advised to send the insulin pump back for analysis. It is not known if the cause of hospitalization was due to the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.